Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device's battery was fully depleted, which may result in the device failing to power on. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that their device's battery was fully depleted, which may result in the device failing to power on. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device could not confirm the reported fault. No battery failures were observed in the device memory. During the investigation no fault was found with the device that would have depleted a pad-pak before expiry. The device was scrapped by heartsine and the customer was provided with a replacement device.